Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Customer had changed their reservoir but the high reading persisted. Blood glucose level at the time of the incident was ranging from 300 to 533 mg/dl. Blood glucose at the time of the call was 329 mg/dl. Customer treated with pen. During troubleshooting, insulin exited at the quick release. The infusion set had a bent cannula when removed. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.